Event description:
It was reported on (B)(6) 2011 during the procedure error messages 210 (laser power supply) and 171 (under power) occurred. Per the customer, the fse gland was really big and during the first 20 minutes of the procedure, pt tissue contact was impossible to avoid. The laser fiber life was working extra for this cause. Per the customer, the laser system went down and reset a couple of times but showed the same error message failures (210 and 171). The customer also reported after the third attempt, the laser system was switched on and presented no error messages. Per the customer, the laser system seemed to work fine again. The procedure was already being done with turp at that point. The physician switched to turp and finalized the procedure. No pt injury was reported.